Manufacturer narrative:
As reported, patient had experienced abdominal pain, constipation, vomiting and was diagnosed with adhesions two years post implant of ventralex st mesh. The treating surgeon was not able to determine the root cause of the alleged complications as he had undergone multiple past surgeries. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies adhesions and pain as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient was implanted with ventralex st mesh for an umbilical hernia repair procedure. Two years post-implantation on (B)(6) 2025 patient presented to the hospital with abdominal pain, constipation and vomiting along with acid reflux. Reportedly the patient was hospitalized after the diagnosis of a bowel obstruction through imaging. An ng tube was inserted for decompression, contrast media was administered, and multiple x-rays were taken. The patient was discharged on (B)(6) 2025. Before discharge, the surgeon indicated that some contrast media remained and moderate blockages from adhesions were suspected. When asked what caused the adhesions, the surgeon said it could be from the hernia surgery he had approximately 2 years ago where a ventralex st mesh was implanted or a kidney surgery that occurred approximately 4 years ago. According to the surgeon "it would not be possible to tell if the adhesions were related to either surgical procedure or the mesh without doing further exploratory surgery." As bowel movement had resumed, surgery was not recommended by the treating surgeon.